Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that there was no angulation or kink noticed in the delivery system or interaction with cardiac structures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received appear to shoe bulbous formation of the occluder. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was chosen for implant to close a patent foramen ovale (pfo), using 09f amplatzer trevisio delivery system. During deployment, the first disc deformed to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and continuously showed bulging upon retrieval (outside patient). A replacement 30mm amplatzer pfo occluder was implanted with no reported issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.